Event description:
Pt was revised to address poly wear and osteolysis (left side).

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. Although unavailable for eval, it would not be unreasonable to expect poly material wear after nearly 12 yrs of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.